Event description:
On (B)(6) 2012, gamma3 dts operation was performed. When connecting the distal targeting arm and gamma3 targeting device, fixing bolts could not be insert completely. The sale rep who observed the operation thought no problem in the connection procedure. The surgeon fixed the assemble with the tape. He continued the surgery while holding the assemble and the operation was finished somehow.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report. Associated device are 1320-5330 fixation bolt 9x50 mm lot# k283814, 1320-0100, target device: 300x160mm, lot #kme902044.